Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels. Reportedly, customer forgot to turn on their carbohydrate setting when setting up their pump and delivered a bolus. Customer drank juice and ate cereal to stabilize blood glucose levels. Tandem technical support guided the customer through turning their carbohydrate setting to "on".